Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its lcd touchscreen "not functioning properly" was confirmed. During testing, ventec observed that the device's lcd touchscreen was damaged (cracked) and intermittently unresponsive to touches. Ventec replaced the lcd touchscreen to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd touchscreen, which did show signs of physical damage (cracked).

Event description:
It was reported to ventec that the lcd touchscreen on the device was "not functioning properly." No further details about the reported issue were provided. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.